Manufacturer narrative:
Device was received with a partially broken retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer and missing reservoir tube o-ring. R&d disposition: for (B)(4), the retainer had damage due to misuse of the insulin pump. This insulin pump had a marble stuck in reservoir compartment. It looks like the user attempted to remove the marble using tools, which caused damage. The p-cap could not be secured in place because the marble was in the way.

Manufacturer narrative:
Device was received with a partially broken retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer and missing reservoir tube o-ring. R&d disposition (B)(4): for (B)(4), the retainer had damage due to misuse of the insulin pump. This insulin pump had a marble stuck in reservoir compartment. It looks like the user attempted to remove the marble using tools, which caused damage. The p-cap could not be secured in place because the marble was in the way.

Manufacturer narrative:
Device was received with a partially broken retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was loosened. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.